Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell and the touch screen became cracked. Additionally, the touch screen became unresponsive to touch. Customer's blood glucose was 80 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.